Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The device was able to manually power on and off via battery and ac power without errors or an unexpected shutdown being observed. The device was functioning as designed.

Event description:
The customer reported the rad-97 has an "on/off issue" as the device sometimes "automatically switches off on its own." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length; initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 has an "on/off issue" as the device sometimes "automatically switches off on its own." There was no patient impact or consequence reported.